Manufacturer narrative:
B3- date of event is estimated.

Event description:
It was reported the patient experienced discomfort, severe pain at the pocket site. As a result, surgical intervention was undertaken on (B)(6) 2024 during which the ipg was relocated, moved to left upper buttock. Stimulation was restored following the procedure. This addressed the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.